Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient has developed an infection. Redness and pain were experienced on pocket area. The implantable cardioverter defibrillator and leads were explanted. The patient was stable.